Manufacturer narrative:
(B)(4). Date sent: 5/8/2024. D4: batch # 642c63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device (a) was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 642c63, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, that a device was faulty and misfired. The surgeon stated that the stapler cut, but didn't not staple. The surgeon stated that because the stapler did not staple that the patient had to be admitted.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: time was 9pm, not 9am the staff stated when doing apply, the surgeon fired a blue load and the staple line was completed. When they went to fire the first white load, the staff stated the white load did not fire staples and did not cut. They opened up another stapler and went to fire another white load and the second white load did not fire staples, but it did cut. The loads were discarded. The staff also mentioned both staplers sounded normal during the firing process. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/21/2024. Additional information requested and the following was obtained: any movement in the tissue noted in either firing? N/a. Is there video of the event available? No. Please provide specific detail on how the device is cleaned between firings? N/a. What is the surgeon¿s and or staff's experience with the device? N/a.